Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they accidently went into the pool with the insulin pump in his pocket. It was noted that they were in the pool for nearly fifteen minutes. Customer stated that the insulin pump had moisture damage and no longer turned on and the screen was blank. Customer was also unable to complete the self test due to the blank display. Customer's blood glucose reading at the time of the incident was 145 mg/dl. Insulin pump is being replaced.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic. The insulin pump received moisture damaged at motor. Unable to perform displacement test, operating currents, self test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump received with minor scratched display window. The insulin pump received cracked case at display window corner. The insulin pump received with cracked reservoir tube lip.